Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/09/2016, that on (B)(6) 2016, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter. The sensor was inserted in the abdomen on (B)(6) 2016. The patient's mother reports that the patient experienced a hyperglycemic event due to the inaccuracies on the cgm system. The patient's mother reports that the patient experienced a hyperglycemic event where the patient felt very ill and did not go to school for the next couple days. The patient's mother had to administer insulin to the patient as the patient was not feeling well enough to do on her own. No additional treatment was given. No additional even or patient information is available. Data log was reviewed for evaluation on 12/09/2016. Data shows cgm read 82 mg/dl and fs read 119 mg/dl at 04:14am on (B)(6) 2016. Inaccuracy is 31.09% with a point difference of 37. The complaint of inaccurate readings confirmed. The root cause could not be determined, post investigation. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter, resulting in a 0.2 volt discharge. A global functional test was performed on the transmitter and it passed. Data was downloaded and reviewed, finding cgm inaccuracies. The complaint of inaccuracies was confirmed. The root cause could not be determined, post investigation. It was reported that the patient did not calibrate since seeing the inaccuracy. Labeling indicates: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl recalibrate your sensor using the second blood glucose value.